Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace your sensor now message occurred. It was indicated that an alternate site insertion occurred, which is off label of the device. Data was evaluated and the allegation was confirmed as a transmitter failed error message was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a replace your sensor now message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.